Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's buttons were not responding. The blood glucose was unknown. The customer did not recall any event led to reported issue. Customer was advised to stop using pump and revert to backup plan as per her health care professional instructions till replacement received. No further details given. The device will be returned for the analysis.